Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's new implantable neurostimulator (ins) helped for a while, and then quit. They were trying to get programming set up and was slightly escalated and was trying to use the programmer but was frustrated, saying it went haywire and they couldn't get it to stay on the program. They felt stimulation when they were sitting, but, when they stood up, they would stop feeling it. The therapy was on and at 3.7 and they didn't have any other programs to try. They noted that their healthcare professional is over 2.5 hours away and, at their follow-up appointment, the device and therapy was helping. They didn't have another appointment set up. Their prior ins helped, but was replaced due to normal battery depletion. This ins had not stopped the symptoms, yet.

Event description:
Additional information was received from a con. It was reported that the patient notified their managing physician about the lack of therapy. The physician stated that a manufacturer representative (rep) would have to bring up new programs on this new system. The con stated they weren't sure why the rep and physician couldn't coordinate on the day that the equipment was replaced. There were no steps taken to resolve the lack of therapy yet. It was noted that the patient had "altimers" [alzheimer's] and was unable to travel 1.5 one way back and forth. The issue was not resolved. They stated that this was a replacement of equipment and there was no review of the software programs after the surgery in (B)(6) 2016. The unit used to have four program settings and, at the time of the report, the patient could only find one. They stated that the rep needs to check the unit for programs and provide one-on-one instructions on how to get to the programs. The patient was going to need written instructions, as well. They noted that the patient couldn't be running back and forth two hours away and had a hard time traveling.